Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not provided. Subsequently, the customer fell and the customer¿s hip was broken. Customer required assistance addressing bg level with carbohydrates. Reportedly, the customer had been active and the pump basal rate needed to be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Reportedly, the customer went to the emergency room due to the broken hip sustained from the fall and was subsequently hospitalized. X-rays and a computed axial tomography scan was performed while the customer was hospitalized and confirmed customer sustained spinal fractures. In addition, customer received surgery due to spinal fractures, and ¿other treatments¿ were provided, however, customer did not recall further specifics on treatment provided. Treatment received resolved the issue and customer was released from the hospital on (B)(6) 2020.